Event description:
It was reported that during a lap rectum procedure, the device only cut and did not staple completely. The anastomosis was leaking, so it was resected with a second same like device. The anastomosis was okay. Pt consequence unk.